Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that "the pump clock loses time" and that there were "occlusions without cause ". There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting regarding the issues, therefore no additional information was obtained.